Event description:
A report was received that the patient was experiencing neurological deficit in his legs after a trial procedure. The patient was taken to surgery where the devices were explanted. An epidural hematoma was found and was evacuated. Decompression of the spinal cord was performed at multiple levels above and below the paddle lead placement. The patient was able to regain sensation in his feet and legs but has involuntary movement and no voluntary motor control. The patient was discharged to a rehabilitation facility for further recovery.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-3138-55, serial/lot#: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.